Event description:
It was reported, that the patient underwent a partial knee arthroplasty surgery and approximately 4.5 years later the right mobile bearing was revised due to pain and instability. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Medical devices: oxf twin-peg cmntd fem md PMA; item# 161469; lot# 372520; oxf uni tib tray sz c rm PMA; item# 154723; lot# 568190. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. The root cause of the reported event cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.